Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) assisted the home patient (hp) to end therapy and to remove the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A service history is not required for electromechanical devices which have been previously serviced. The review found no evidence to confirm the reported issue. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.